Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jun-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that they havean in-patient with a baclofen pump, and they wanted to know the patient's device model and serial number. Regarding if the patient was admitted to the hospital for pump related issues, the healthcare provider from the hospital didn't know but stated it could probably be for uncontrolled pain being that they ordered an MRI (magnetic resonance imaging) for cervical, thoracic and lumbar spine, and that the catheter is connected to the spine. No further issues were reported at the time of the call.